Event description:
It was reported that a refill was performed and the healthcare provider (hcp) felt that it went fine until he pulled the needle out and noticed a ¿bleb¿ of fluid and some swelling at the pocket site. Shortly after, the patient presented with the documented symptoms and was hospitalized in the intensive care unit with a baclofen overdose. The reporter did not believe that there had been a pocket fill. When the pump reservoir was aspirated, only 4ml of volume was removed. The device system was used to deliver gablofen. Two days later, it was reported that the hcp felt there had been a pocket fill as there had been a pocket of fluid around the pump post-refill that was subcutaneous and they had only been able to aspirate 4cc from the reservoir after a 40cc pump refill. It was indicated that the patient became extremely lethargic post-refill and was admitted to the hospital and put on a ventilator. Three days later, the patient started exhibiting withdrawal symptoms and was put on a midazolam drip. It had been stated that the pump had not worked all that well. On the following day, it was reported that there were no issues during the refill process. The hcp removed that needle, placed sterile gauze over the site, and held it for 5 to 10 seconds. When he removed it, he saw a golf ball sized ¿bleb¿ under the skin. He then inserted a sterile needle subcutaneously and was only able to aspirate 2ml of fluid and he did not assess the reservoir volume at that time as he did not have another sterile needle. Within two minutes, the patient became lethargic and, within 5 to 10 minutes, was totally unresponsive. The patient¿s breathing was shallow and his pulse was at 50bpm, though his oxygen saturation was normal and in the upper nineties when checked. He was taken to the hospital and was intubated for respiratory depression. At that time, the neurosurgeon accessed the reservoir and was only able to remove 4ml, though the pump had been filled with 40ml. It was indicated that the refilling physician was confident in his placement and that the reservoir was filled. It was also stated that he had difficulty getting the pump to turn off completely. He reduced the rate from 725mcg/day to 96mcg/day. After two days, the patient returned to baseline, though remained in the intensive care unit. On the day of report, they were performing a nuclear medicine study to check the catheter and the pump for malfunctions. The reporter had concerns that there was a malfunction of the reservoir or with the catheter. Nine days later, it was reported that the nuclear study was performed with indium over a 142 hour period with imaging at 24, 48, and 142 hours. It was indicated that there was no abrupt transfer of activity from the pump reservoir to the pocket, so there was ¿nothing dumped out¿. However, there was no movement at all from the dye despite the pump being turned up to 725mcg/day. There was reportedly no medication in the pump; it was running normal saline at minimum rate. The reporter stated that there were no catheter issues. At the time of report, the patient¿s family had no interest in refilling the pump. They wanted to see how well the patient did with oral baclofen to decide how much the intrathecal baclofen was helping him. He had been taking oral baclofen and seemed to be tolerating it very well. It was indicated that the pump was 22 months out from its elective replacement indication (eri) and they were deciding whether to have a new pump put in at a later date. The patient was discharged on (B)(6) and, at that time, was stable and doing well with no permanent or temporary harm caused. It was stated that a cause for the event had not been determined.

Manufacturer narrative:
(B)(4)

Event description:
The following information was previously reported in manufacturer's report # 3004209178-2014-03053: [initial MDR: it was reported that the actions required as a result of the event included medical intervention to perform an indium study. It was noted that the patient had overdose symptoms including hypotension and decreased respiratory rate. It was reported that the patient's pump remains in service. It was noted that the patient's pump was used to infuse baclofen. It was later reported that the patient's indium study results were normal. It was noted that the patient is doing much better. Fu MDR #1: additional information received reported that the pump was emptied of lioresal on (B)(6) 2014 and filled with saline. At the time of the event, the patient was also taking the following oral medications: pepcid, keppra, phenobarbital, lansoprazole, and docusate. The patient was reportedly doing well and receiving oral baclofen and the pump was still filled with saline.] It was later determined that the above information is part of the information for the reported event in this manufacturer's report 3004209178-2014-02842. Any additional information received regarding this event will be reported in this manufacturer's report 3004209178-2014-02842.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n184788004, implanted: 2009-(B)(6), product type catheter, product ID 8840, product type programmer, physician. (B)(4).